Event description:
It was reported that during an atrial lead revision it was noted there was a cut on the rv lead insulation believed to have originated from a previous procedure. All electrical parameters were normal, but the physician elected to cap and replace the lead due to compromised integrity.

Manufacturer narrative:
.